Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) called to report experiencing discomfort in the right eye (od) after inserting two ¿wavy edge shaped¿ 1-day acuvue® moist® brand contact lenses (cls) on (B)(6) 2018. The pt visited an eye care provider (ecp) on (B)(6) 2018 and was diagnosed with conjunctivitis od. The pt reported that the ecp prescribed mucolase tab (streptokinase, streptodornase), lexofen (loxoprofen sodium hydrate), momeric tab (mosapride citrate dihydrate), and quinolone eye drops. On 19sep2018, additional information was received from the pt: the pt provided the dosage of the medications prescribed: mucolase tab (streptokinase, streptodornase), lexofen (loxoprofen sodium hydrate), and momeric tab (mosapride citrate dihydrate) - 3 times a day after each meal; quinolone eye drop once every 3 hours. The pt reported follow-up visits to the ecp each day since (B)(6) 2018. The pt reported that the eye is ¿getting better¿. The pt reported that the od is still ¿a bit red¿, but besides the redness the eye is fine. The pt could not confirm if the conjunctivitis was viral or bacterial, however the pt reported that the ecp said it is not contagious. On (B)(6) 2018, additional information was received via email from the pt: the pt had a follow-up visit with the ecp on (B)(6) 2018. The ecp could not confirm if the conjunctivitis was viral or bacterial ¿until they request it to the lab¿. On 05oct2018, the patient¿s (pt) medical report was received and additional medical information was provided: diagnosis: conjunctivitis; initial visit: (B)(6) 2018; noted on medical report: ¿the above patient has been diagnosed and treated with the above diagnosis from (B)(6) (3 days) at this hospital.¿ no further information has been received. The suspect od cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 6215870104 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 19oct2018 additional information was received from our south korea affiliate who reported the dates of treatment at the hospital were (B)(6)2018, (B)(6)2018 and (B)(6)2018. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.